Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system shut down before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch printed circuit board (pcb) interface (which is part of the system) and the power supply were both replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 5, 2009. Based on qa assessment, the product met specifications at the time of release. The power distribution, the power supply cable, the host, and the footswitch pcb interface were all received for evaluation. A visual assessment of the returned samples showed no nonconformity. The four samples were all installed into the same calibrated system. The system failed to boot. Therefore, individual testing was required. The host was installed into the calibrated system and failed to boot and would go back to stand-by. The pcb in the host was replaced and then the system was able to boot without issue. The power distribution pcb was installed into the calibrated system and was able to boot without any abnormalities. Footswitch interface pcb was installed into the calibrated system and was able to boot without any abnormalities. The power supply cable was installed into a hotbed system and was able to boot up to the self-check. A system message (sm) was displayed when the system failed self-check. The root cause of the reported event can be attributed to the nonconforming pcb in the host and a nonconforming power supply cabling. The manufacturer internal reference number is: (B)(4).